Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer states that plasters of cannulas are constantly loosening. Customer has used up 10 cannulas with transfer set and 10 without transfer set within one week. Customer cannot tell if plaster lasts 1-2 days or only couple of hours. Lot not provided. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
The customer returned used cannulas of lot 5138750 and lot 5148882. Testing of both returned lots resulted in no product failures detected.